Event description:
It was reported when using the bd¿ tube k2edta plh 13x75 3.0 plbl lav br received many units of it and several times it happened that the vacuum was lost or the tube did not completely fill up to the mark. In addition to the lid opening post collection. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: ¿we received many units of it and several times it happened that the vacuum was lost or the tube did not completely fill up to the mark. In addition to the lid opening post collection.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 5 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill and stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes underfill and stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd¿ tube k2edta plh 13x75 3.0 plbl lav br received many units of it and several times it happened that the vacuum was lost or the tube did not completely fill up to the mark. In addition to the lid opening post collection. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: ¿we received many units of it and several times it happened that the vacuum was lost or the tube did not completely fill up to the mark. In addition to the lid opening post collection.¿